Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen was unresponsive on the ¿press and hold¿ screen during a supply change, with no visible screen damage, and normal operation resumed after the user restarted the device through the ilet mobile app and repeated the supply change successfully. Symptoms included no reported adverse clinical effects. Outcomes included no impact to therapy continuation and no alerts or alarms. Investigation included remote troubleshooting and user re-education on restart and supply change procedures. Investigation of this case revealed a transient touchscreen responsiveness issue that resolved with a device restart, with no hardware damage observed and no further malfunction reproduced. It was concluded, based on previously established findings for similar reports, that the cause was user interface recovery after reboot with no device defect identified.